Event description:
It was reported that a revision surgery will be performed due to periprosthetic fracture.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and this case reports that a revision surgery was performed due to a periprosthetic fracture. The date of implantation is unknown. One undated x-ray photo was provided shows a left femoral periprosthetic fracture. There also appears to be a tandem bipolar head. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported periprosthetic fracture cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.